Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 18:09pm on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although the user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of (B)(4) at 18:09pm on (B)(6) 2017, the actual concentration of the reagent in bottle 7 (ethanol) remained unchanged at (B)(4), because the bottle had not been removed from the instrument for sufficient time to replace the reagent. Investigation of this complaint found that the instrument functioned as designed during execution of the "fatty delay" protocol started in retort a at 18:16pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing in the "6 hour" protocol started in retort b at 18:16pm on (B)(6) 2017 may also have been adversely impacted because the reagent in bottle 7 (ethanol) was also used for the final dehydration step in this protocol.

Event description:
On (B)(6) 2017, leica biosystems received a complaint regarding "under process" tissues from one (1) processing run. On (B)(6) 2017, a leica field service engineer (fse) visited the laboratory and downloaded logs from the instrument for evaluation. On (B)(6) 2017, a leica field support specialist (fss) provided telephone support in association with this complaint. The fss notified the complainant that information recorded in the instrument logs indicated that the reagent concentration in bottle 7 (ethanol) had been reset without the contents of the bottle being replaced. The fss advised the complainant to replace the reagent in bottle 7 (ethanol) at a minimum; and to check both the reagents bottles designed for xylene and the wax in the wax chambers for evidence of contamination. The complainant advised the fss that these actions had already been completed; and the quality of tissue processing from a validation run(s) subsequently performed was satisfactory. On (B)(6) 2017, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable.